Event description:
I have been using the CPAP device airsense 11 autos, serial number (B)(6); (B)(6) 2023. From the beginning data uploads of my sleep and usage data had been having erratic uploading, independently of connectivity (product uploads data using "cell phone" technology, thus connectivity is shown by amount of bars in devices display). These delays have been worsening through out the month of (B)(6), until this last weekend when device is not uploading any information to my app where the info is displayed for patient and used to be shared with hcp for monitoring treatment effectiveness. I contacted the manufacturer and there is an automatic messaging system that mentions that ther e are data delays but info will be restored in a"a few days". No data has been displayed in my app nor in web site patient portal for my device usage since (B)(6). Web dite also states "therapy data delays your data is recorded. Expect data to be on a few days delay." Given that not alternatives for obtaining in timely fashion (e.g. To be shared with hcp for adjustments in usage based on data collected) are not offered and that still after several days issue has not been solved and is undetermined time for solution it is a potential for my data not been "passed" on time by my hcp adn adjusted as needed. The manufacturer states in their message on their phone system that no technical help is available for this problem.